Event description:
It was reported that, the gastrointestinal videoscope was contaminated with formalin. The customer accidentally put formalin in the reprocessing machine instead of alcohol. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5 and d4 (added UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. However, a conclusive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope experienced insufficient or incorrect reprocessing. The issue occurred during reprocessing. There were no reports of patient involvement.